Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The issue was detected prior to patient involvement.

Event description:
During pre-implant device check, the device indicated it had already delivered 17 therapies. As a result, a new device was used. The issue was detected prior to patient involvement.